Event description:
Chest x-ray revealed approx 9 cm of the distal portion of the catheter broken off and lodged in a branch within the left pulmonary artery. Pt taken to radiology and catheter portion was retrieved.